Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with their right ventricular lead exhibiting signs of conductor externalization during an x-ray in 2014. Lead's measurements were all in range and normal. The lead was capped and replaced on (B)(6) 2020. Patient had no symptoms and was stable after the procedure.